Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, there was increased capture threshold and decreased sensing threshold noted on the right ventricular (rv) lead. Lead dislodgement was suspected to be the cause. The lead was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be fully extended and clogged with blood. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of lead dislodgement, increased capture threshold and decreased sensing threshold were not confirmed.